Manufacturer narrative:
MDR 3003442380-2026-08751 / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient faced infusion set bent cannula event (B)(6) 2026. The patient experienced high blood glucose level and treated with correction bolus via pump.